Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the user handed up the lines to the surgeon and the error message "svc pump" occurred. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.